Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, an infusion set change was performed; however the issue persisted. Customer declined further assistance from tandem technical support regarding the issue; therefore no additional patient or event information was available. There was no reported adverse impact to the customer¿s blood glucose level.